Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the sphincterotome would not bow sufficiently. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; "the cut wire melted/ split the extrusion at the distal pierce hole".

Manufacturer narrative:
Patient's exact age is not known. However, it was noted to be (B)(6). These codes were selected by the manufacturer based upon information obtained from the user facility and do not reflect the condition of the device following the device investigation. Won't bow. Device evaluation: a visual examination revealed that the working length was twisted and the exposed cut wire appeared to have melted/ split the extrusion at the distal pierce hole. The exposed cutting wire appeared discolored. Analyzing the cutting wire and extrusion at the distal pierce hole, it appears that the cutting wire melted the extrusion, creating a tear measuring approximately 7 mm proximally from the distal pierce hole. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole and altered the exposed cutting wire length to become shorter, which now does not meet the manufacturing specification. A functional evaluation found that the device does not meet the bowing specification due to the melted extrusion at the distal pierce hole and the altered exposed cutting wire length. The condition of the returned incident device was consistent with the complaint that the device would not bow sufficiently. However, based on the investigations results of "the cut wire melted/ split the extrusion at the distal pierce hole", the device sustained further damage which hindered the bowing functionality of the device. During manufacturing, the tome devices are 100% inspected for wire /working length integrity and bowing / handle functionality. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.